Manufacturer narrative:
Expiration date, and serial #: unknown, not provided. If implanted, give date: unknown, a surgery date of (B)(6) 2015 was provided; however, it was not identified as the implant date or the date of explant. If explanted, give date: unknown, a surgery date of (B)(6) 2015 was provided however it was not identified as the implant date or the date of explant. (B)(4). Device manufacture date: unknown, because the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a second surgery, from the right eye of a female patient. No further information was provided.

Manufacturer narrative:
Additional info: in follow up, it was reported that the lens was explanted due to blurry vision. Lens was replaced with the same model lens, a 25.0 diopter and patient was reported as doing well post op. Patient age, serial number, implant and explant dates were provided. (B)(4). Age/date of birth: (B)(6). Date of event: (B)(6) 2015. Serial #: (B)(4). Expiration date: 06/11/2015. If implanted; give date: (B)(6) 2012. If explanted; give date: (B)(6) 2015. (B)(4). Device manufacture date: 06/11/2012. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site; therefore, an investigation could not be performed. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. The units were released according specification in compliance with the product intended use as required. A search on complaints revealed no additional complaints that were related to the production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the investigations results, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.